Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing and undersensing on the right atrial (ra) lead. There was no pacing inhibition or asystole observed. The ra lead was surgically abandoned and replaced. This crt-d remains in service. The cause of the observations is unknown. No additional adverse patient effects were reported.